Event description:
The manufacturer has been informed that a dreamstation auto CPAP w/hum/cell, dom device patient has passed away. It was not suggested that the device caused the death. The patient's spouse contacted the manufacturer regarding receiving a check for the economic settlement. While no assertions have been made about the device causing the patient's death, further details are necessary. A report will be submitted to all relevant agencies, and if more information becomes available, a follow-up report will be filed.